Manufacturer narrative:
It was reported to abbott, a patient was experiencing pain at the ipg site. The ipg wasn¿t laying flush in the pocket.. The patient underwent a revision where the ipg was repositioned. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient experienced pain at the site. Surgical intervention took place on (B)(6) 2024 during which the ipg was repositioned, thus restoring effective therapy post-op.

Manufacturer narrative:
Date of event is estimated.